Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. Functional testing was performed and passed. A receiver download was performed and passed. The receiver case was opened, and an internal visual inspection was performed and passed. Confirmation of the complaint was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.